Manufacturer narrative:
The product has been returned, but has not been evaluated yet. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Report two of three for the same event; see also 3004485144-2016-00210 and 00212.

Event description:
The sales associate reported a broken screw and t-handle during a lumbar fusion procedure. The case was a revision to remove the broken screw. The broken t-handle was found after the case. The surgery was completed.

Manufacturer narrative:
The returned screw was examined. A portion of the rod and the plug remained securely assembled within the tulip head. There was a fracture across the screw shank; the complaint is confirmed. The cause is attributed to biomechanical overload placed on the device and related construct. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain warnings associated with implant strength and loading post-operatively, which may lead to implant breakage.